Event description:
It was reported the impedance increased to greater than 3000 ohms and then decreased to 380 ohms post-implant. Unacceptable thresholds was also noted. R-waves deceased and short v-v intervals were observed prior to lead removal, and the egm showed interference. The pocket was also manipulated prior to lead removal, resulting in one instance of oversensing, which could not be repeated. An x-ray showed less slack in the lead compared to implant, with movement of the svc coil proximally. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed.